Event description:
It was reported that a patient enrolled in a clinical study underwent initial right total knee arthroplasty on (B)(6) 2007. Subsequently, the patient was revised on (B)(6) 2008 due to instability and recurrent effusions. The tibial bearing was removed and replaced. The patient was revised a second time on (B)(6) 2008 with a radical debridement due to infection. All components were removed and cement spacer molds were implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." And "early or late postoperative infection, and allergic reaction." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015- 01124 / 01125).